Manufacturer narrative:
Additional, changed, and/or corrected data: b5.

Event description:
Upon review of new information, the device is not PMA approved.

Manufacturer narrative:
Initial reporter phone number: (B)(6). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported rupture. Device has been explanted. This record relates to the right side.